Event description:
Needle hypo 18ga x 1 1/2" safety glide manf name: bd manf item # 305918, lot # 4086267, leaks at the junction of the needle and hub. Air is also drawn in when only fluid should be. This device issue was caught before any harm reached the pts. (B)(6) hospital (B)(6) voluntarily removed these needles from service, and pulled all supply from central distribution as well as from each department. (B)(6) sent out an internal recall of this product to all departments, and announced the issue and recall on our daily information brief.